Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the sudden loss of therapeutic effect with implantable neurostimulator (ins). Patient did not feel the stimulation and asked if they should be peeing all the time. The manufacturing representative reviewed that it was typical for patient not to feel stimulation all of the time. Patient would try stimulation and if the issue were not resolved then would contact health-care professional (hcp). Patient was implanted for interstim-other.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.